Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system error logs and mainframe batteries were evaluated. The system was tested and found to be working as intended and put back into service to be further monitored for add'l issues.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.